Manufacturer narrative:
Evaluation of the explanted device found evidence of fatigue fracture. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6), 2010. Subsequently, patient was revised on (B)(6), 2012, due to a fracture of the humeral tray. The humeral tray was removed and replaced.